Event description:
Further information was received that surgery was performed on (B)(6) 2019 and that incomplete pin insertion was confirmed to be the cause of the high impedance. Upon opening the patient the surgeon took out the pin and re-inserted it and noted that impedance was ok. A lead revision surgery was not performed. The surgeon noted that he thought that the patient may have manipulated the area and pulled the lead pin out.

Event description:
Patient presented with an increase in seizures and high impedance. The physician palpated the neck wire and did not note any fracture. The physician expressed concern that the lead may be kinked or broken. The patient was referred for possible electrode revision versus system revision of the vns. Further information was received from the patient's physician. He stated that x-rays were performed and were normal. He stated that there was no further assessment of the high impedance at this time and that the patient had been referred for device revision to see if anything could be found during surgery. The referenced x-rays have not been received or reviewed to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.